Event description:
It was reported the pt presented to the emergency room (e.r.) With symptoms of a groin infection five days post angio-seal deployment. The pt complained of symptoms two days prior to being seen in the e.r. A rash was noted in the upper thigh area during the cardiac angiogram. The pt was admitted for four days of IV unasyn and ampicillin treatment with complete resolution of the infection. The pt had a history of extremely poor hygiene and was reportedly non-compliant with instructions during and after the procedure.